Event description:
It was reported that the patient was admitted to the emergency department in asystole due to loss of capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient was admitted to the emergency department in asystole due to loss of capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.